Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported a healthcare professional (hcp) had noticed having high impedance issues with six patients over the past six months and hcp was "concerned about a potential product issue." The issue described was patients that develop high, intermittent and weird impedance issues post-implant. In each case, the hcp had "gone back on these cases, wiped down contacts at the implantable neurostimulator (ins) site and reconnected and everything was fine." Components were not believed to be "changed out" due to this issue. It was reported the patient was implanted on (B)(6) 2013 with leads, then (B)(6) 2013 with the implantable neurostimulator (ins) and extensions in anticipation of staged contralateral brain lead. Impedance readings were taken at time of surgery and were found within normal range. On (B)(6) 2013, the #3 contact had impedances of >40,000. Impedance issues were found to be intermittent: upon retesting, while manually manipulating the battery, 2 of 7 results came back with normal impedances. The majority had >40,000. It was reported this is not an active lead. See MFR. Reports #3004209178-2013-20287, #3007566237-2013-03698, #3004209178-2013-17367, and #3007566237-2013-03214 regarding the same hcp noticing similar issues with different patients.